Event description:
Surgeon reported that the patient was experiencing heartburn, reflux and night time regurgitation. A barium swallow noted the band slippage. The aps lap-band system was repositioned and remains implanted. It will not be returned for evaluation at this time.

Manufacturer narrative:
Taper ii. (B) (4). The reporter of the complaint was asked to return the product for analysis if it is explanted in the future. The device was repositioned on 16 april 2010 and remains implanted. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. It was repositioned during the procedure and allergan has not received the product at this time. Therefore, no analysis or testing has been done. Band slippage, reflux and heartburn are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by and deflation. More serious slippages may require band repositioning and/or -- removal."